Event description:
Event: (cc# 98-00689) an iab was inserted post-procedure in the cath lab. Augmentation was noted to be less than optimal and was attributed to a heart rate greater than 150 bpm. The patient was transported to sicu and the heart rate dropped with concurrent EKG change. The iab began alarming "gas loss" and "circuit leak". The iab console was changed out because the tech felt that the console may have had fluid contamination after a significant amount of fluid was removed from the extension tubing. The replacement console also alarmed and the six foot extension tubing was changed out. The patient's condition continued to deteriorate and the heart subsequently arrested. The alarm condition was placed in override and the iab was set to internal mode during chest compressions and defibrillation. The patient expired at 1037. When the iab was removed, the last inch or so of the catheter was inside the sheath. The iab was never returned to datascope for evaluation. [Event complications]: reported 6/4/98. [Patient's current status]: expired on 5/30-rpt'd 6/4.